Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The jacksocket screw and cable display unit were replaced to resolve the issue. No report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.